Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having to charge too often. The rep stated that the ins was not holding a charge. They stated the patient ¿has to charge in a day.¿ the patient indicated that when their charge level is less than 50%, the stimulator would not feel as strong. The rep noted that electrode impedances were normal. The rep reported the following information: ¿3.9v/90pw/1000hz. One anode and one cathode. Therapy impedance: 762 ohms. On 24/7 bol: 4.81 days.¿ the recharger was not available to look at the recharging statistics. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-may-24. The cause of the depletion and stimulation issues was not known. The actions taken to resolve the issue included decreasing the increased pulse width to 450 and decreased rate to 260. The patient¿s weight was unknown. This information was confirmed with the physician. No further complications were reported/are anticipated.